Event description:
Info received indicates three seams failed on the mattress topper which allowed fluid to penetrate the mattress.

Manufacturer narrative:
The technician replaced the mattress topper to repair the bed.